Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, a video was received. Device evaluation: no suspect product was received; however, a video was provided by the customer. The customer provided video was evaluated. The photo shows the suspect lens inserted into the patient eye and the haptics were stuck together. Surgical tools were used to release the haptics. No other issues were observed. Since no product was received, no further evaluation was performed. The complaint issue haptic stuck to optic was not identified during photo evaluation. The observed haptic stuck to haptic is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a6: unknown, information not provided. Section b3: date of event: unknown, information not provided section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remained implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the two loops of the preloaded intraocular lens had adhered to the optical part, preventing them from unfolding. This issue increased the operation time and risk. The lens was implanted in the patient's eye, but the customer raised concerns regarding a quality problem with the lens. Additional information indicated that the surgeon had to forcibly separate the loops using two splitting hooks. The patient has not experienced any visual problems so far. No other information was provided.